Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the shield dislodgment, a plastic internal component, from the seal subassembly, resulting in the leakage. During visual inspection also sheath tears on alexis were observed. Based on the condition of the returned unit, it is likely that the reported event was caused by an asymmetrical and sharp object or instrument that was introduced non-axially. The instructions for user states, "all instruments should be centered axially when inserted through the sleeve¿s seal to avoid potential damage to sleeve" and "avoid sharp instruments contacting the alexis o wound protector-retractor as they may damage the wound retractor or cause patient injury." Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopy myomectomy. Event description: after proper placement of the cngl3, a minor gas leak was noted but did not initially impact the procedure. However, a significant loss of pneumoperitoneum occurred when attempting to insert a specimen retrieval bag. The gelseal cap was then opened as part of the standard procedure to facilitate the retrieval of the myoma. Upon opening, it was discovered that the valve from the sleeve had detached and fallen into the patient's abdominal cavity. The valve was successfully retrieved by the surgeon. Relevant photos are attached for your reference. There is no impact to patient. No intervention was required. There is no other instruments to affect this event. Additional information provided by [distributor] on 08oct2025 via email: no, this was not a robotic surgery. No, an airseal insufflator was not used. The co2 leakage was persistent. Standard 5mm instruments and a 5mm laparoscope were used throughout the procedure. Initially, the leak appeared to originate from the periphery of the alexis wound protector. Subsequently, a massive leak occurred due to the complete detachment of the trocar's valve. The entire valve detached intact (photos attached). The component was clear/transparent. Yes, the surgeon attempted to resolve the initial leakage by packing gauze around the interface of the alexis wound protector. The insufflator pressure was set to 13 mmhg, with the flow rate set to maximum. No, a visual inspection revealed no apparent damage on the gelseal cap. Intervention: ni patient status: there is no impact to patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopy myomectomy. Event description: after proper placement of the cngl3, a minor gas leak was noted but did not initially impact the procedure. However, a significant loss of pneumoperitoneum occurred when attempting to insert a specimen retrieval bag. The gelseal cap was then opened as part of the standard procedure to facilitate the retrieval of the myoma. Upon opening, it was discovered that the valve from the sleeve had detached and fallen into the patient's abdominal cavity. The valve was successfully retrieved by the surgeon. Relevant photos are attached for your reference. There is no impact to patient. No intervention was required. There is no other instruments to affect this event. Additional information provided by [distributor] on 08oct2025 via email: no, this was not a robotic surgery. No, an airseal insufflator was not used. The co2 leakage was persistent. Standard 5mm instruments and a 5mm laparoscope were used throughout the procedure. Initially, the leak appeared to originate from the periphery of the alexis wound protector. Subsequently, a massive leak occurred due to the complete detachment of the trocar's valve. The entire valve detached intact (photos attached). The component was clear/transparent. Yes, the surgeon attempted to resolve the initial leakage by packing gauze around the interface of the alexis wound protector. The insufflator pressure was set to 13 mmhg, with the flow rate set to maximum. No, a visual inspection revealed no apparent damage on the gelseal cap. Intervention: ni patient status: there is no impact to patient.